Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula. The customer reported that the cannula had not inserted properly in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated her pod and when she checked her blood glucose about an hr later it was 252 mg/dl. She had her husband check the viewing window and the cannula had not inserted. When removed the device the cannula was kinked. There was wetness inside the window and insulin leakage.